Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access estradiol reagent was not returned for evaluation. The initial patient results and the repeat lower patient results were run on the same calibration curve. Two reagent pack serial numbers were in use, but did not coincide with the high verses low patient results. Other assays were run during the time of this event. The results were not questioned by the customer. In conclusion there is no evidence to reasonably suggest a system malfunction. There were no hardware errors or other assay issues reported in conjunction with this event. System checks, calibration and precision studies met assay and instrument specifications. An assignable cause for this event could not be determined with the information provided.

Event description:
The customer reported obtaining non-reproducible elevated estradiol (access estradiol) results for twelve patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). Later the same day, the customer reanalyzed the patients' samples on the same access 2 immunoassay system and obtained lower results. The initial results were released from the laboratory and questioned by the physician. The doctor informed the laboratory technician that some of the decisions would have been different for some of these patients due to the higher estradiol results but all would have been related to medication dosages and not procedures or harm. It is not clear if changes to medication dosage actually occurred or if the doctor was speculating that dosage changes were possible with the change in estradiol results. The number of patients that may have had a change to treatment was not provided. The patient reports were corrected to the lower result the same day. Calibration and system check were performing within assay and instrument specifications at the time of the event. Quality control was stated to be within the customer's ranges, but upon evaluation level one and two recovered above the customer's 2 sd (standard deviation) range and level three recovered below 2 sd. There were no hardware errors or other assay issues reported in conjunction with this event. The samples were collected in serum tubes. Information on sample processing and centrifugation such as speed, time and temperature was not provided. No issues with sample integrity were reported.

Manufacturer narrative:
Further information was received from the customer on april 11, 2018. The following information was provided: ·there was no change to treatment in this event. No changes were made to the patient's medication dosages due to the elevated access estradiol results. ·the access 2 immunoassay system and assay are currently performing within the customer's expectations. In conclusion: there was no malfunction or adverse event in conjunction with this event.